Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced a scroll wrap feature issue and was hospitalized. The customer's husband stated that the customer had pressed the down arrow button one night while waking up out of her sleep and ended up in the hospital. No further details were provided on the hospitalization. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.